Event description:
A healthcare provider later reported that the patient had a wound 4-5 cm distal to the insertion site, and they were waiting on medical clearance from his wound care doctor to do the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A representative reported that the patient¿s healthcare provider was concerned the patient¿s pump was empty, and they were concerned ¿whether or not they were in the pump reservoir¿. They decided to put some contrast in the pump reservoir, and they did not see dye in the pocket surrounding the pump. The patient was noted to be in for a refill. The patient had missed his appointment ¿so the pump was empty¿. The managing physician that normally managed the patient indicated ¿they always had a difficult time refilling the patient¿ so they decided to do the refill under fluoroscopy. The medication used within the system was lioresal. The representative later reported that the physician thought that he was able to fill and aspirate; that there was a ¿little blood tinge when he was drawing back and he thought it was from a little bit of blood in the needle¿. The physician was going to go back in and empty the reservoir to confirm the volume in the pump. The representative later reported that the cause of the difficulty filling was due to a difficulty in locating the septum. They also stated that there was not a missed refill, and the patient¿s reservoir alarm volume was set at 0.5 ml per their physician.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l41856, implanted: (B)(6) 1997, product type catheter. (B)(4).